Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a acl/hth procedure, the second implant would not fire as the ar-4501, meniscal cinch, locked up. Further information requested. Additional information provided 11/4/2020: the first implant was not removed from the patient, as it was properly in place. The second implant was removed. The case was completed by using a new ar-4501 without further issue.